Event description:
Customer emailed saying that they had a bed frame with a broken weld.

Manufacturer narrative:
The bed frame was inspected by primus medical on (B)(6) 2015. The inspection determined that the bracket where the foot hi/lo actuator mounts onto the backbone of the bed frame separated. A new bed frame was shipped to the facility on (B)(6) 2015. This problem has been assigned CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action. Metallurgical analysis report, dated (B)(6) 2011, on two removed sections from the bed-frame where the weld broke state both fractures had occurred at the heat affected weld zone at the toe of the attachment welds; there was significant distortion of the 1 x 2 inch moment stress; the welding process employed ((B)(4)) was not suitable for the materials and thicknesses being joined; weld size was excessive; heat input was excessive; technique was poor resulting in excessive weld [s]patter and leaving from one to two inches of electrode (wirer) at weld terminations; weld penetration into the attachments was satisfactory, however, penetration into the tube was minimal, and examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees of horizonal. The failure appears to have been caused by the application of an overloaded stress with undetermined bending moment. The welding deficiencies did not cause the fractures but may have been a contributing factor.